Event description:
It was reported during use of bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes exhibited closure separation (stopper separated from shield) when removing stopper from tube, stoppers coming off after replacing the stopper, and some tubes had cracked caps. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter addr 1: (B)(6) a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : bd had not received samples or photos for investigation. Therefore, a total of 29 retained samples were tested for stopper shield separation and were found to be within the specification. Additionally, 10 retained samples were tested by functional testing and none of the assemblies popped off. Furthermore, 100 retained samples from the implicated lot were inspected and no further instances of damaged tubes were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: closure separation, stopper function, damaged product. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes exhibited closure separation (stopper separated from shield) when removing stopper from tube, stoppers coming off after replacing the stopper, and some tubes had cracked caps. There was no health impact or consequences reported.